Event description:
It was reported that noise was observed on the atrial channel during use of the mobile programmer applications. It was further noted that the mobile programmer applications experienced a loss of connection, with one bar of telemetry and a yellow warning device symbol, versus broken and disrupted electrograms (egm) with three full bars of telemetry and a good connection. Additionally, a blank white screen with no error message was observed. Troubleshooting steps were taken to include swapping out the lead, however the issue persisted. Further troubleshooting steps included switching to the ventricular channel where no noise was observed and ultimately using a legacy programmer, which successfully eliminated the noise. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis of the service logs found the customer comment that the mobile programmer application experienced a loss of connection was confirmed. Analysis of the service logs found the customer comment that a blank white screen with no error message was observed could not be confirmed. Analysis of the service logs found the customer comment that noise was observed on the atrial channel during use of the mobile programmer application could not be confirmed but was deemed plausible. Correction: d.2. Product code common device name medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.